Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose levels of around 40 mg/dl on the first week of (B)(6). The customer was treated for the low blood glucose with glucose tablets and food. The customer did not troubleshoot and did not send the product back for analysis. The customer requested a new battery cap because the battery cap on the insulin pump was stripped.